Event description:
Information received by medtronic indicated that the insulin pump had a power system error detected and this error did not prevent the pump from running. Customer did not received low battery alert prior replace battery alert. Battery cap was not loose, cracked or damaged. Customer stated they received second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged pump error alarm found on (B)(6), 2021. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Insulin pump passed the displacement test, sleep current measurement, self test and active current measurement. All currents within spec range. The insulin pump was monitored for several hours and no unexpected power loss alarm noted during testing. Successfully downloaded history files and traces using thus software. However, power management tool confirmed power error. Due to j6 connector resistance issue. The insulin pump was cut open and moisture damaged on motor home switch noted during visual inspection. In summary, power error was confirmed due to j6 connector resistance issue.